Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed vent inop. The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer¿s contact person address is (B)(4).

Event description:
The customer reported a vent inop condition due to post timer/24v failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).